Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of insulin pump was discolored and it was hard to read depending on temperature. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had crack at down side where reservoir goes in and it almost went all the way down the side and this affects screwing of the reservoir. Customer stated that the insulin pump had crack near battery area, battery cap was stripped and did not stay on all the way. Customer stated that the insulin pump rejected new batteries and rewind, prime was slower. Customer stated that while changing the reservoir, piece of plastic chips off and they looses reservoir because it would not stay. Customer stated that the insulin pump had no delivery alarms and had to change sets out to get it stop. Customer declined for technical support. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread and stripped battery cap coin slot noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, , off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.